Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok button is unresponsive and is also missing the rubber over the ok button, also stated that the up and down arrow when pressed go to the main menu and are functioning like the ok button, cannot scroll through the screens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be torn over the ok button. During testing, the ok keypad button was causing the display screens to scroll. The keypad cover was removed and contamination was found under all key contacts. The ok key contact was also misaligned.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.